Event description:
It was reported that approximately 8 months post stent graft implantation, the av graft occluded. Thrombus and 80% stenosis were identified in the venous limb of the av graft, and at the arterial anastomosis. The stent graft was widely patent. Thrombectomy and pta were performed in the venous limb of the av graft and at the arterial anastomosis, resulting in excellent flow through the av graft and outflow vein. The patient tolerated the procedure well.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product, and the product was found to have met all specifications prior to shipment. No additional complaint has been previously reported for this lot number. A review of the device history records is currently underway. The stent graft remains implanted; therefore, a device evaluation could not be performed. The investigation is currently underway.